Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: drug delivred within 6 hours instead of 12 hours. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Device expertise the received diffuser was checked by the quality assurance service at the production site. The diffuser was not empty; approximately 25 ml remained, resulting in a remaining diffusion time of about 1 hour and 40 minutes. The flow rate accuracy was verified and measured at 7.45%, which is within specifications (+/- 15%). Lot file review the lot file does not mention any production drift. Conclusion the inspection of the received diffuser did not reveal any flow anomalies. The easypump® diffuser is designed to operate at an ambient temperature of 23 ± 2 °c. For every 1 °c deviation above or below this temperature, the flow rate increases or decreases by approximately 3%. The flow varies with temperature changes. The flow regulator is calibrated to operate at 31 °c. To maintain a stable flow rate, the flow regulator must remain in close contact with the patient's skin (at 31 °c). External pressure applied to the diffuser increases the flow rate. Quality records have been reviewed, and to date, this batch of diffusers has not been subject to any similar reports.